Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.1740¿x 0.1080¿ in sizes. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis showed damage. Additional observation related to customer reported complaint included the instrument was found to have both derailed grip and pitch cables at the distal end. This was caused by broken proximal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to have the tip broken at the hinge. There was no report of detachment and no patient was involved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that there was no report of fragment(s) falling inside the patient in the operating room (or).